Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent mesh implantation on (B)(6) 2001 due to stress urinary incontinence. The patient underwent mesh removal/revision on (B)(6) 2008 and on (B)(6) 2012 due to pelvic pain, exposed mesh in vagina, and stress urinary incontinence.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh was implanted. It was reported that the patient underwent periurethral bulking agent injection on (B)(6) 2013 and (B)(6) 2014. No additional information has been provided. (B)(4).

Manufacturer narrative:
It has been reported that following insertion the patient experienced stress urinary incontinence, urinary urgency and frequency. (B)(4).

Event description:
It has been reported that following insertion the patient experienced stress urinary incontinence, urinary urgency and frequency.